Event description:
Related manufacturer reference numbers: 1627487-2022-01516, 1627487-2022-01517, 1627487-2022-01519. It was reported the patient was experiencing pain at the lead site. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.